Event description:
Customer reported that she experienced high blood glucose. Blood glucose value is 258 mg/dl; treated with 7.5 units with insulin pen. During troubleshoot; it was stated the drive support cap is recessed. Customer stated the tubing has several air bubbles. Customer was able to rewind and perform manual prime. Customer did not find an insulin leak. Customer stated that time, date, basal rates and bolus wizard are set up correctly. Insulin pump failed the high pressure test twice. Customer removed the infusion set and the cannula was bent. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked case near the display window corners were noted during the visual inspection. No button error alarms were noted. The insulin pump passed the prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests.